Event description:
Pt underwent peg and failed pej insertion with use of resolution clip on (B) (6) 2009. Approx 2 weeks later, abdominal CT reflected metallic foreign body. Pt later had surgical removal of resolution clip from jejunum.